Event description:
It is reported that the patient's insulin pump malfunctioned during priming. The patient's blood glucose level at the time is 197mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, prime, basic occlusion, and occlusion test. The insulin pump primed properly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.